Event description:
A nurse reported that during intraocular lens (iol) implant surgery, while the surgeon was filling the anterior chamber with the product, the lock adaptor with mounted cannula became loose and popped out with great force. This resulted in injury to the anterior chamber, including lysis of zonules and a capsule rupture. A phacoemulsification, partial resection of capsule and anterior vitrectomy were performed. The pt was hospitalized as a result of the event. Additional information was received from the surgeon, who reported the event continues and has not resolved. He explained that the iol was not salvaged and "sewing" was performed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).